Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the package of a 3.65 m extension set with luer lock connector was damaged. This was further described as the package had two holes in it. This was identified by the nurse at the hospital prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and the punch holes observed on the over pouch are flutter vents. The flutter vents are present to allow air deflation of the pouch during packing of the sets into the master carton. The patient line extension sets are gamma sterilized and maintain sterility beneath the tip protectors and within the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.